Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the endoeye flex deflectable videoscope exhibited that the bending section cover (a-rubber) adhesive joint was chipped. The issue was found during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This report was sent in error as bending section adhesive chipped for this device would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from customer.